Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h0p7, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had their device implanted on (B)(6) 2014 and now they had to turn it up every week. The patient could feel the battery moving around in the pocket and was in pain and sometimes they didn¿t feel stimulation from it. It was noted that it felt like the battery had moved out of the pocket.